Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the programmer touch screen became unresponsive while performing a threshold test. The unresponsive/frozen screen was reproducible after restarting the programmer. Programmer return was requested for repair. Unspecified patient effects were reported.